Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: sui, rectovaginal septal mass, cystocele it was reported that patient underwent removal of mesh on (B)(6) 2012 by due to infection. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair with rectovaginal septal mass, cystocele anterior repair and cystoscopy with calibration . It was reported that patient underwent nerve block, hydrodissection, neurolyis and decompression of pudendal/paracervical nerve branches on (B)(6) 2010 and (B)(6) 2011 due to rectal pain/dyspareunia, presumptive diagnosis is pudendal nerve involvement. It was reported that patient underwent nerve block, hydrodissection, neurolyis and decompression of pudendal/paracervical nerve branches on (B)(6) 2011 due to rectal pain/dyspareunia, presumptive diagnosis is pudendal nerve involvement. Patient also underwent enterocele with an umbilical hernia with rectocele repair, bilateral sacrospinous fixation, enterocele repair, and umbilical hernia repair site specific followed by augmentation with a small pledget of hernia mesh graft on (B)(6) 2011. (B)(4).